Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the purple color tone could not be determined. Irregular images occurred when the soldered section of the video connector was pushed. It is possible that the event was caused by wiring during repair since irregular images did not recur after rewiring. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the investigation into the customer's device following the receipt of a request repair form, a physical evaluation of the device was conducted by an olympus repair technician at an olympus repair facility. During this evaluation, it was discovered that there was a persistent irregular purple color tone on the display. Also, the adhesive rubber on the insertion section of the device was deteriorated, scratched, and chipped from chemical/physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon an inspection of the endoeye flex deflectable videoscope by an olympus technician at an olympus repair facility following the customer's submission of a request repair form, it was discovered that there was a persistent irregular purple color tone on the display. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.